Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically mentioning an ongoing issue with the fill estimate showing 80 units instead of the expected 240 units. There was no adverse impact to the customer's blood glucose level. Customer performed steps to remove air from the cartridge and used room temperature insulin, with technical support assisting in reloading the cartridge and instructing the caller to deliver a bolus to update the insulin estimate. The issue remained unresolved as the call was disconnected, preventing further troubleshooting.